Event description:
A patient reported via company representative (rep) on (B)(6) 2016 that there was surging uncomfortable stimulation and overstimulation. The change in therapy was noted to be sudden. The rep ran impedances, but didn't change the reference from 0. Impedances at that reference looked normal. There were no related falls or trauma. The patient did not experience symptoms when the implantable neurostimulator (ins) was off, and it did not change with positional movement. The issue had occurred while the patient was in bed, and also while they were presenting at work. The patient had three episodes where the stimulation surged to "high settings", and it was like they were having a seizure. Adaptive stimulation was active, and the therapy was working very well for them outside of the surging issue. The patient had not checked the patient programmer (pp) after the episodes. When they occurred, they just had someone turn the ins off, and that was it. The issue began in (B)(6). The rep was going to run further impedances, inquire about related positions, set up a stimulation group without adaptive stimulation, and have the patient track details of any future occurrences. The indication for use was spinal pain. Additional information was received from the rep on (B)(6) 2016 stating that the cause of the surging was not determined. They ensured the adaptive stimulation was reading orientation properly, and noted that the impedances on the patient's most used group were within normal limits. They then checked all impedances and changes the reference electrode. Again, the impedances were all within normal limits. They adjusted programming to deactivate adaptive stimulation and use manual mode. They instructed the patient to document the date, time, position, activity, and amplitude if the issue occurred again so they could troubleshoot further. It was unknown if the issue had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.